Event description:
A report was received that the patient was explanted due to infection. The patient had experienced drainage and pain at the pocket site. After the procedure, the patient was reportedly doing well.